Event description:
Device malfunction: none. Symptoms/ae: in-stent restenosis. Time of ae: post procedure. It was reported via a trial that the index procedure was on (B) (6) 2008. During the procedure, the 1st obtuse marginal was direct stented with a 2.5 x 28 xience v stent. There were no product issues or patient effects noted at the time of the procedure. However, on (B) (6) 2010, the patient returned to cardiac clearance for knee surgery and was found to have in-stent restenosis. The patient was given aspirin and treated with pci of the target lesion (lesion treated at index procedure). The outcome of the adverse event resolved on (B) (6) 2010 and the patient was discharged from the hospital on (B) (6) 2010. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). Evaluation summary - in this case, there was no reported product deficiency. The reported patient effect of restenosis, as listed in the product instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although hospitalization is not specifically addressed in the IFU, it is listed in the no-fault risk assessment in addition to restenosis, as a potential post-procedure complication. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It is unknown how direct stenting may have contributed to the reported patient effects; however, it should be noted that the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications.